Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.

Event description:
The following has been reported: original issue, was cassette unable to unload, had to use manual release button. Red led's on the pump. Possible pump problem alarm. Pump stuck at the ivenix splash screen. Cannot ping pump. Hard shutdown performed, not change. Cannot retrieve pump logs without connection. No adverse event was reported. A review of the returned pump found that the loading mechanism did not release the administration set and the lvp would not fully boot up. The loading mechanism was found to be not functioning. The lever would lift but not actuate the loading pins. It took 3 times pressing the power button for the lvp to begin boot-up but then it hung up on the boot-up screen indefinitely. When the pump was opened, the loading mechanism shear pin was not in place and was found on the main board under the pneumatic plate. The e-clip was not found. Evaluation of the main board found the system on module (som) to be non-operational. Given the pump alarm and failure to boot happened immediately after the lever failure and the shear pin was found on the main board, it is likely that the som failure was a result of shorting on the main board due to the loose shear pin. Deep scraping was noted on the end of the shear pin, next to the groove, indicating that the e-clip was likely applied to the incorrect location on the shear pin, instead of the groove. Fresenius kabi is submitting a retrospective report based on the som failure; this has been attributed to a manufacturing assembly error.